Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The initial result was flagged with high "a" error. As per dimension exl with lm operator's guide, high "a" error means that "the absorbance at the measurement wavelength was higher than the limit set in the system software for that assay." The centralink database management system held the flagged result, but the customer released it to the physician(s). The ccc specialist informed the customer that they should not report the result flagged with high "a" error. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that the potential cause of the original sample not being auto-diluted could be due to the high "a" error. The cause of the discordant, falsely low hcg result being reported to the physician(s) was due to the use error. The instrument performed as intended and is within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained for a patient sample on a dimension exl with lm instrument. The initial low result was flagged with the high "a" error. The discordant result was reported to the physician(s). The patient was aware that she was pregnant as she was tested in an alternate laboratory for hcg. The physician(s) requested a new sample draw for the patient. The new sample draw was auto-diluted by the instrument, which resulted higher. The result obtained with the new sample draw was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.